Event description:
It was reported by service report that the fowler would not raise and was in the full down position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler, gas spring trip, nut.